Event description:
A nurse at a user facility has reported that a leak was noticed in the arterial section of the blood lines during treatment. Rn reports the tubing started to leak where to heparin line is attached to the main line. Leak occurred at initiation of treatment. Estimated blood loss was 125ml. Rn also reports pt experienced no ill effects or medical intervention required. There is no sample available for eval.

Manufacturer narrative:
Medical records reviewed, no add'l info available. The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.